Manufacturer narrative:
The customer resolved the matter. Therefore the service call was canceled.

Event description:
The customer reported the dicom box connected to the 6600 system gives a hardware error and will not boot. No pt injury reported.